Event description:
The clinician reported that over 3 months after the dental implant was placed in ada site 7 in the patient's mouth, the implant did not achieve osseointegration. After unscrewing the healing abutment in order to place a prosthetic abutment, the clinician noted the mobility of the patient's implant. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.